Event description:
The catheter was flushed with saline and then with dmso. After injection, less than 0.25 ml of onyx 20 (dead space volume), the injection pressure increased. The physician removed the catheter and tried to inject onyx, but he felt a strong resistance. In the distal part of the catheter, a small separated amount of onyx is visible. No pt sequelae as a result of this event.